Manufacturer narrative:
Batch review performed on 18.november.2021: lot 2003247: (B)(4) items manufactured and released on 15-07-2020. Expiration date: 2025-07-06. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been sold without other similar reported events. Additional implant involved: gmk-sphere 02.12.0217fr tibial insert fixed sphere flex size 2/17 mm r (k121416) lot. 173800. Batch review performed on 18.november.2021: lot 173800: (B)(4) items manufactured and released on 28-07-2017. Expiration date: 2022-07-16. No anomalies found related to the problem. To date, (B)(4) items of this same lot have been sold without other similar reported events.

Event description:
At 10 months after the primary surgery, the patient came in reporting instability due to loose ligaments the cause of the loose ligaments is unknown. The surgeon revised the femoral component and insert.